Manufacturer narrative:
According to the complaint description: "patient has been bleeding for four weeks (3-4 times a week). According to urologist, she has "abrasions" in the bladder." Due to usage of suprapubic catheter. Sample was examined and no visual defects could be found on the catheter. Test of slipperiness could not be carried out because the catheter had already been wetted. Batch documentation has been reviewed and showed that products were produced according to specifications. Ref lot name: 4161416 430058 lofric sense nelaton 15cm ch14 de. Production data: the catheters have been produced in the coating process between (B)(6) 2019 11:53 and 2019-01-09 21:52. Lofric surface assessment has been approved by process operators. The catheters have been punched in sva 1, 2 and 4 between (B)(6) 2019 21:19 and (B)(6) 2019 22:20. Manufacturing date: 2019-01-11 00:43. Expiry date: 2021-01-28. No deviations or earlier complaints registered for this lot.

Event description:
This case was reported in (B)(6). The complaint was submitted by the customer herself. She had a suprapubic catheter in the past. Her doctor told her on her visit that she had "abrasions" in the bladder and she may need to get another suprapubic catheter to help heal the abrasions in the bladder. The urologist advised her to contact the manufacturer sales representative to check if the catheterization with lofric sense has been done correctly. The general condition of the patient is good. The customer has not mentioned any uti or other medical treatments or hospitalization. She intends to go to the urologist again within the next 14 days.